Event description:
Boston scientific received information that this device exhibited a code indicative of an internal battery anomaly that would no longer support the projected remaining capacity. A data analysis confirmed the notification and explant has been recommended. To date, the device remains implanted and in service. No adverse effects have been reported.

Event description:
Subsequently, the device previously not returned was received for disposal- approximately 9 months post-explant. Laboratory analysis was performed.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery. Though this device is included in an advisory population, laboratory analysis determined it did not display the advisory behavior.

Manufacturer narrative:
(B)(4). In absence of a returned unit, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, the boston scientific field representative confirmed the device had been explanted. No information was received regarding a return of product and no replacement information was provided.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis following explant. This report will be updated upon return and completion of analysis.